Event description:
During troubleshooting with MFR it was found that the customer could not see all the digits on the display of the inform meter. Upon eval by MFR it was confirmed that the display was faded. No adverse event reported.